Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified and heavily stenosed vessel in the mid right coronary artery (mrca). The 3.5x23mm xience skypoint stent delivery systen (sds) had resistance during advancement with the anatomy and failed to cross. There was resistance with the anatomy during removal. A non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the 90% stenosed and heavily calcified artery causing the reported failure to advance. Continued resistance with the anatomy was felt during removal causing the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.